Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that after placement of l4-l and before placement of l4-r, the software alerted the user of a potential drb shift. It is recommended that the user performs an anatomical landmark check as a drb shift can lead to the misplacement of screws. Additionally, during the placement of l4-r, the software detected and then alerted the user of excessive deflection during screw placement, which can indicate skiving. Misplaced implants were corrected intraoperatively and there were no reported adverse effects to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.